Event description:
Reporter stated that unit failed during surgery. A co tech support rep was able to walk them through procedure and they were able to continue surgery. No pt injury or intervention reported.